Event description:
A physician reported following an intraocular lens implant procedure, the patient refraction results were -2.75 -1.25*20. A laser was planned and performed for refractive correction as vision grade was bad after cataract. The patient's symptoms are improving. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).